Manufacturer narrative:
The complaint was dispatched to the field service engineer (fse) department on the (B)(6) 2015 for further investigation. Fse conducted follow-up with the customer over-the-phone to address the reported event. During the investigation the customer indicated to the fse that they did not perform daily startup check before running the controls. Customer primed the instrument results came out good without any dl flags. The probable cause of the event was operator error. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2015 the customer reported that they are getting dl flags on their aia-2000. Customer requested service in order to address the reported issue which resulted in delayed reporting of results for bhcg fsh, pth, e2, prl and lh ii. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.